Event description:
It was reported by the aci clinical specialist that a (B)(6) female pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f cordis avanti sheath, suing standard modified seldinger technique. Angiograms were performed of the abdominal aorta, thoracic aorta, and bilateral carotid/cerebral vessels. The pre-procedure femoral angiogram revealed heavy calcium in the vicinity of the access site, and the vessel size to be approximately 3-4 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Hemostasis was achieved. The pt was ambulated and discharged home the same day (B)(6) 2012. Allegedly, the pt returned to the cath lab with cold leg symptoms five days post procedure. The lt cfa was accessed using the standard modified seldinger technique. An angiogram was performed of the rt cfa, revealing a total occlusion of the rt cfa. The pt was consulted for surgery, where an endarterectomy of the rt cfa was performed with success. The pt also had a known sfa occlusion, so at that time the surgeon decided to restore distal flow by performing a femoral popliteal bypass. After the procedure the pt was transferred to the ICU where she recovered with no known complications. The physician reported that the pt tolerated the procedure well. The pt was reported as "doing fine".

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.